Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Based on the evaluation, irregular burst without missing piece was observed on the returned catheter. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ thin sac. A review of the device labelling has been conducted for investigation purposes and was found adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Initial reporter name: (B)(6). Corrections: f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, 4-5 hours after placement foley catheter had spontaneous removal due to balloon leak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, 4-5 hours after placement foley catheter had spontaneous removal due to balloon leak.